Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, short circuits were noted on 11 electrodes and there are plans to explant the device. Subsequently, the device was explanted on (B)(6) 2025. Extensive new bone growth and cochlear ossification were noted during the explant surgery, with the old mastoidectomy nearly completely filled by new bone. The patient was re-implanted with another cochlear device during the same surgery.